Event description:
It was reported that during a cardiac ablation procedure, the sheath tip became kinked and could not be used. The sheath was replaced. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the 4fc12 sheath with lot number 0012643462 was returned and analyzed. Visual inspection identified a shaft kink/twist at approximately 2 inches from the tip and a shaft discoloration. Visual inspection of the handle area was performed and no anomalies were identified; the handle had no cosmetic issues and the side tube was connected properly to the handle. The steering mechanism and deflection tests revealed the shaft did not move and bend. The performance test with a leak tester was performed. The pressure, flushing, and aspiration tests were in the acceptable range. The shaft, side tube, and valve were all leak-tight with no apparent issue. The following relevant sub-assembly inspection and tests were performed. Dissection of the returned device revealed a broken pull wire in the handle area. In conclusion, the reported shaft kink was confirmed during analysis. The sheath failed the returned product inspection due to a kink/twist observed on the shaft and a broken pull wire observed on the handle. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.